Event description:
It was reported that when the asymptomatic patient presented for follow-up in clinic, low out-of-range pacing lead impedance was observed. All other electrical measurements were in range. No intervention was performed. Patient will continue to be monitored.